Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Z6m transducer will only move in one direction - cannot articulate back.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00071) submitted in 2016 did not go through correctly. Corrections: field g7 to follow-up #1 report. The original supplemental MDR (MFR#3009498591-2016-00071) submitted in 2016 was mistakenly marked in field g7 as follow-up#2. Additional event information: update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). Upon further investigation, the issue was an articulation controller failure. The probable root cause was determined to be a manufacturing process variation for insufficient torque seal. As a corrective action, relevant operators were retrained on the torque sealing process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00071) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: upon further investigation, the issue was an articulation controller failure. The probable root cause was determined to be a manufacturing process variation for insufficient torque seal. As a corrective action, relevant operators were retrained on the torque sealing process.